Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the service history review revealed no previous service events that would cause or contribute to the reported problem. The device was not returned; therefore, the device could not be evaluated and the logs were unable to be reviewed by quality engineering to confirm this problem. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.